Event description:
In 2001, the facility's rn/or mgr informed the distributor's sales rep of the following: device was removed one (1) week after replacement because of an infection in the device. He stated blood cultures were obtained prior to removal. No further details are available.